Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with cracked case at display window corners, display window, battery tube threads and belt clip slot. The device was received with minor scratched lcd window.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 230 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer does wear the device in her bra and thinks that might be the issues because she has had a button error before. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.